Manufacturer narrative:
(B)(4). The lot was manufactured from september 30, 2014 to october 03, 2014. The device was received and evaluated for the reported issue. A visual inspection was performed and revealed white particle(s) approximately 0.91 to 1.70 mm in length floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy scanning identified the particle to be acrylic material. The reported issue was verified through evaluation. However, the cause of the particulate matter could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the reservoir of a small volume intermate. The device was filled with tobramycin. There was no patient involvement. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.